Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and blank display. The customer's blood glucose level was 400 mg/dl. The customer was treated with a pump. Troubleshoot was performed. The customer advised to insert a new battery. The customer stated that the display returned. The customer declined troubleshoot for high blood glucose. The customer advised to clean the battery cap off with a cotton swab and alcohol. The insulin pump will not be returned for analysis.